Manufacturer narrative:
Age at time of event : patient was reported to be in late 50s.

Event description:
It was reported that there was acute stent thrombosis upon implantation. Prior to the procedure the patient was administered 4000 units of heparin. The lesion was located in the proximal part of the superficial femoral artery (sfa). Following pre-dilation, a 6 x 40 x 130 innova stent was deployed without issues. The patient developed clot immediately. The physician was not aware that the patient was heparin resistant. Imaging showed that the stent was completely clogged and even beyond the stent there was clot. An additional 12000 untis of heparin was administered and that did not resolve the clots. Tpa was directly administered into the site which cleared some of the clots. A bsc angiojet solent catheter was used to clear the remaining clots. The clots were cleared and the patient is fine.